Event description:
Patient was using bed hand control to adjustment and noticed wires were exposed where the cable attaches to the hand control. Biomed was called and inspected hand control and replaced it.